Event description:
The patient reported that they have issues charging where it takes too long to charge their device. The patient stated that once the device is charged, it only lasts a few days. The patient noted that they have had 6 falls within the past 1.5 months, and 10 falls since november. The patient described a fall due to respiratory issues, where their blood pressure dropped so low that they passed out. They mentioned and that the device has not been checked for 2.5 years. The patient noted that the implant is getting old and that it might be time get a new one. No patient symptoms were reported in relation to the device or therapy. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.